Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient had aneurysmal iliac arteries that were short and tortuous. At the time of implant there was not a good distal seal and the decision was made to wait and watch. Three weeks later, a CT scan showed there was a distal type 1 endoleak present. The patient was treated two days later by coil embolization of the internal iliac artery and extension into the external iliac artery with an additional iliac stent graft. There was a good final result. No additional clinical sequelae were reported and the patient is fine.